Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo" customer's states that she feels well and requires no/does require medical attention. Customer's expected blood results are 102-124mg/dl fasting. Verified the strips expire on 02/22/2017. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Customer performed back to back blood test, lo and 376mg/dl fasting. Reviewed meter memory: lo (B)(6) 2015 12:16:00 pm fasting: yes; 123mg/dl, (B)(6) 2015 07:14:00 pm fasting: yes; 112mg/dl, (B)(6) 2015 07:39:00 pm fasting: yes; 100mg/dl, (B)(6) 2015 03:47:00 pm fasting: yes; 127mg/dl (B)(6) 2015 01:57:00 pm fasting: yes. Customer concern with meter giving lo (B)(6) 2015 12:16pm. Adverse event not reported.